Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm otw peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.